Event description:
Follow-up was received from patient stating that the battery replacement had been resolved. They added that they did not receive a patient programmer after implant and that is why their implantable neurostimulator (ins) only lasted eighteen months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's non-rechargeable implantable neurostimulator (ins) only lasted 18 months before it needed to be replaced; the replacement was about a year ago, but it was unknown when the issue began occurring. The patient also noted that he did not receive a new patient programmer following the replacement; he received the box that was opened, but no the patient programmer. A replacement device was sent. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.